Event description:
Pt called lfs and alleged that their meter was set to the incorrect unit of measurement. The pt stated that they thought the meter was set incorrectly for about 2 weeks. Their family member was assisting pt with the meter and noticed the decimal point. The pt reported results of 9.1 and 8.1 mmol/l. The pt was reading the results as 91 and 81 mg/dl. They stated that they take metformin 1 1/2 pills twice a day. If their blood sugars are high, then they phone their physician to make adjustments to their medication. The pt stated that in 2004, they were feeling dizzy. Pt tested on their meter and the result was 16.1 mmol/l (pt read the result as 161 mg/dl). Pt's blood sugar was tested at the clinic and the result on the clinic meter was 300 mg/dl. The pt was treated with insulin (amount and type unk). The pt stated that they did not enter the set-up mode to make changes. Based on the info provided, there is evidence of meter malfunction. There is also evidence that the pt suffered a serious injury, which may have been contributed by the meter. The pt's treatment may have been delayed due to the false results. A new meter is being sent to the pt.